Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during a surgical procedure poor aspiration occurred in ultrasound mode. The surgeon replaced the system and surgical procedure pack but no improvement was noted. The surgeon replaced the handpiece then it was improved. The procedure type was unknown. The surgery was completed without any patient impact. Additional information has been requested.

Manufacturer narrative:
The handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).